Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrode was pulled from the rear therapy electrode. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
The nurse of (B)(6) male pt called zoll customer support to report that the pt's electrode belt cables were damaged. The pt was issued a replacement electrode belt.